Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the implantable pacing lead (ipl) was replaced due to high thresholds and undersensing. The ipl remains in the patient. No patient complications have been reported as a result of this event.